Event description:
The device system was returned to the manufacturer without explanation. The device registration system listed the pt is expired. The cause of death is unknown. The concentration and daily dose of baclofen being delivered via the pump were not reported. Follow up with the hcp was attempted. No additional info was provided.

Manufacturer narrative:
The pump and catheter were returned to the manufacturer for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.